Event description:
A single image in a CT series was flipped and saved. When the radiologist made his final interpretation, there was not a significant visual indication that the image had been manipulated.